Manufacturer narrative:
Yoneya, s., yasuda, y., fujisawa, n., shinozaki, t. (2025). A study of five patients who underwent two transurethral water vaporization (wave). 77th meeting of the urological association of west japan.

Event description:
It was reported to boston scientific via an article abstract published in the 77th annual meeting of the west japan urological association, that a retrospective study was conducted to assess the effectiveness and safety of patients, who underwent water vapor thermal therapy using rezum to treat benign prostatic hyperplasia a second time. A total of 5 patients who underwent rezum therapy twice were included in the study due to experiencing residual urinary disturbance following the first procedure. 3 out of the 5 patients had a urinary catheter at initial visit. The median time from initial treatment to retreatment was 11 months. Following the second procedure, all patients with indwelling urinary catheters became catheter-free. Improvements in the residual urine volume and prostate volume were observed. However, the international prostate symptom score (ipps) and maximum urinary flow rate (qmax) showed little change after treatment. No patient complications were reported after the second treatment.